Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 444 mg/dl at the time of incident and 200 mg/dl. Customer states other blood glucose level was 45 mg/dl and 60 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated high blood glucose with bolus and low bg values by drinking apple juice. Customer reports customer does not allege pump was under delivering. The customer reported that they were hospitalized due to high blood glucose on (B)(6) 2016 with blood glucose of over 800 mg/dl. Customer does not believe that the auto-mode feature was active during event. Customer dehydrated with an insulin drip. The insulin pump will not be returned for analysis.